Manufacturer narrative:
Other, other text: the returned rad-g and concomitant patient cable were evaluated. The rad-g was able to obtain measurements for all enabled parameters and all alarm conditions were audible and visual. No product performance issues related to spo2 or pulse rate were identified during testing. The device was determined to be functioning as designed. The cable passed visual inspection, however, an open in the cable inside the bend relief area of the rad-g connector was found. A "sensor off patient" error message was triggered on the host monitoring device when the cable was functionally tested with a lab sensor and monitor. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-g was providing "inaccurate readings." There was no patient impact or consequence reported.